Manufacturer narrative:
The reported event could not be confirmed in relation to the targeting device since the device was not returned for evaluation and no other evidences that would indicate a problem with the targeting device were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the sleeve flexed during drilling, causing the drill to contact the nail and break." All the debris were removed from the surgical field/patient and other instruments were used to complete the surgery.

Event description:
As reported: "the sleeve flexed during drilling, causing the drill to contact the nail and break." All the debris were removed from the surgical field/patient and other instruments were used to complete the surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.